Event description:
Caller reported a cgm error 42 associated with a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer service provided complete pump reset information and guided the caller through the process. Despite the reset, the pump continued to display the same error, prompting customer service to plan a replacement of the pump. Upon follow-up it was determined that the error code did not reoccur. Caller successfully started their sensor session.